Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent the fusion surgery in which rhbmp-2/acs was implanted. As per the op notes: ¿hemilaminotomy was performed and end plates were prepared for fusion by using the appropriate tools to get good bloody bony surfaces. This area was then packed with local autograft from laminectomy bone along with rhbmp-2 packed into the interbody graft. The trial of interbody grafts were performed prior to selecting 12 by 65 mm interbody graft which was then impacted and placed almost in the midline in an oblique fashion.¿ the patient tolerated the procedure without any intraoperative complications.